Event description:
The customer reported that following changing of an epinephrine drip from a syringe module to a pump module, "we had to pump up both the epi, give some fluid (prbcs), and finally give bolus doses of epi and hydrocortisone to get the pressures to respond". The customer is uncertain as to whether the device change or the pt's condition caused the event.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.